Event description:
It was reported that the revision was caused by the patient's rotator cuff being deficient and not caused by a malfunction of the implant.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03192-1 the following sections were updated: b4; b5; g3; g6; h1; h2 after receiving additional information and reassessment, the item was determined to be not reportable. The tendon tear is unrelated to the implant. The patient was revised due to rotator cuff deficiency.

Event description:
It was reported that the patient underwent shoulder arthroplasty on an unknown date for an unknown reason. Subsequently, the patient was revised due to unknown reasons approximately three (3) weeks ago.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03192. Medical products: item#: 11801, versa-dial/comp ti std taper; lot#: 698330. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product was discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.